Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No battery or power anomalies noted during testing or in the detail trace and power management graph. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer stated that insulin pump was currently blank after inserting a new battery. Customer stated they were able to successfully clear the alarm and were did not received a request complete rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.